Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the pediatric patient experienced a skin reaction with itching, burning, redness, inflammation, drainage and hot underneath sensor pod area. The reaction was treated with a prescription of an oral medication ¿co-amoxiclav¿ (amoxicillin with clavulanic acid; antibiotic). No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.